Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an intermittently black lcd touchscreen was confirmed. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd cable.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that its lcd touchscreen would intermittently go black. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 --. Section h10, additional manufacturer narrative, of the initial medwatch report stated: h6: the device was evaluated by ventec where the reported issue of an intermittently black lcd touchscreen was confirmed. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd cable. Section h10, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the device was evaluated by ventec where the reported issue of an intermittently black lcd touchscreen was confirmed. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd cable. This event has been assessed as reportable after conducting a retrospective review of service records and is considered to be a late MDR.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002. Section d4, model #, of the initial medwatch report stated: prt-0900-100 section d4, model #, of the initial medwatch report should have stated: v+c+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).